Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed without difficulty for a preoperative diagnosis of deep vein thrombosis and history of pulmonary embolism via the right common femoral vein at the l2-3 level . Inferior venacavagram performed during filter deployment revealed inferior vena cava normal without evidence of thrombus. Follow up cavogram revealed no untoward venographic findings. Approximately 17 months post filter deployment, the patient presented to cardiovascular physician for recent episodes of chest pain and shortness of breath. Two days later, the patient received left and right heart catheterization, patient was to follow up with pulmonary for further evaluation. No information is available revealing complications from the ivc filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and embedded. Furthermore, the patient expired some time post filter deployment. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed without difficulty for a preoperative diagnosis of deep vein thrombosis and history of pulmonary embolism via the right common femoral vein at the l2-3 level. Inferior venacavagram performed during filter deployment revealed inferior vena cava normal without evidence of thrombus. Follow up cavogram revealed no untoward venographic findings. Approximately 17 months post filter deployment, the patient presented to cardiovascular physician for recent episodes of chest pain and shortness of breath. Two days later, the patient received left and right heart catheterization, patient was to follow up with pulmonary for further evaluation. No information is available revealing complications from the ivc filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and embedded. Furthermore, the patient expired some time post filter deployment. The device was removed. The current status of the patient is unknown.